Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was torn and scratched. (B)(4). (B)(4).